Manufacturer narrative:
Additional information: the patient was discharged after twenty- six days of hospitalization. Antibiotic treatment was discontinued and the patient has recovered from the peritonitis event and its manifestations of cloudy effluent, fever, cough and vomiting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient handling error. The peritonitis was manifested by cloudy effluent, fever, cough, vomiting and loss of appetite. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection (250 mg for 14 days, route and frequency not reported) and amikacin injection (50 mg for 14 days, route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and patient was recovered from the peritonitis event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.